Event description:
It was reported by a relative of a patient that post a coronary drug eluting stenting treatment procedure, the patient had a myocardial infarction (mi). Per follow up with the physician's office, it was further reported that the patient originally had a stent, of an unknown size and type, placed in 1998, in the circumflex (cx) artery. In 2000, the patient presented with chest pain and in-stent restenosis of 90-90% was found in the cx. Balloon angioplasty was performed to clear the in-stent restenosis. In 2005 the patient presented again and 70% stenosis was found in the cx. This was treated using a 2.5x24mm taxus express2 drug eluting stent implanted in the cx. Six months later the patient presented again with chest pain. There was a severe occlusion of the cx with acute in-stent restenosis. Successful balloon angioplasty was performed to clear the occlusion. The patient refuses to take plavix. It was reported that the physician believes that the restenosis is directly related to the failure of the patient to use plavix as prescribed. Additional information is not available.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shop floor paperwork for this batch was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.